Event description:
Caller reported that battery charge dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Best practice tips were given, and the caller was advised to monitor the situation and call back if the issue persists.